Event description:
It was reported that the customer had a battery out limit on the insulin pump. The customer's blood glucose level was 149 mg/dl. The customer stated that the insulin pump alarmed during normal use. The customer has a new battery to test the insulin pump. The customer was advised to ensure battery cap is securely fastened and battery slot is aligned horizontally with insulin pump. The customer stated that the insulin pump did not turn on. The customer was advised that the insulin pump will be replaced and revert to back up plan. No further information was reported.

Manufacturer narrative:
Findings: pump was monitored. All operating currents tested within spec range. No failed battery test alarm after battery insertion or blank display noted. No unexpected battery out limit alarms noted. Cracked reservoir tube lip, cracked display window, minor scratches on display window and cracked case near display window corners noted during visual inspection. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).